Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain patient information, treatment settings, incident form and patient photographs, which were provided. A lumenis service engineer evaluated the subject device and performed tests on the system. The ce found that the swm is burnt and replaced it with a new part. After the replacement, the device was working according to spec. According to a lumenis r&d engineer "during the pulse, there was hw failure inside the swm module at the current algorithm circuit. Due to this failure, the lamp gets over current and the safety circuit detected it and stopped the treatment - fpga error. From the pictures sent to lumenis, we can learn that the swm module was really burnt and it was the route-cause for the over current. In addition, the user worked with a double pulse, so maybe the error has occurred on the 2 sub pulse which is dramatically can influence on the burn issue caused the failure ( over current pulse on preheated tissue from the 1 sub pulse)." This safety complaint is the first case issued with swm in the past few years and the issue will be investigated once the swm will arrive for further investigation. Regarding the injury, a lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "in regards to the provided patient and treatment-related data (including examination of the incident report form and patient photographs), assessment of patient skin type and selection of treatment parameters seem adequate and within manufacturer's guidelines and labeled indications. The event occurred on the ultimate laser shot following abnormal behavior of the device with error code. The patient sustained a minor injury with circumscribed blistering and massive localized purpura with the size of the spot,t as observed on the patient picture on day 2. As healing is expected to take less than 1 year, the adverse event will not lead to permanent impairment". The lumenis clinical training director and healthcare professional further concluded this to be with 'low severity' (with a ranking of 5). Risk assessment was performed using (B)(4) "m22 risk management analysis and report the relevant hazard was found in section 1.3.1: excess energy "incorrect operation due to hardware failure caused by malfunction in one of the hardware components". The severity of the risk was scored as 8 and the probability of occurrence as 1. Rpn: 8x1=8 (low) - acceptable risk. In addition, checking the last 10 years' complaint record, there are no safety complaints related to the same issue. A review of DHR has demonstrated that the device was manufactured, tested and released according to lumenis specifications. The device was manufactured on 21-mar-2013 and installed at the customer site on (B)(6) 2013. An investigation was opened in order to investigate the switching module. Lumenis requested the part sent back to yok. An investigation is required in order to check if the malfunction could lead to a serious injury if the malfunction were to recur. The complaint is reportable in an abundance of caution until the investigation is completed.

Event description:
A user facility reported that error code 1082 appears on the screen of m22. During the treatment, the handpiece was suddenly showing bright light. The treatment was stopped, and the skin at the last spot of the treatment turned white 3 seconds later. A blister appeared above the upper lip of the patient.